Event description:
Intended use: bact/alert® I nst culture bottles are used with the bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of anaerobic and facultative microorganisms. The laboratory is responsible for validating the bact/alert® system and culture bottles for their testing purposes. Description: a customer in (B)(6) notified biomérieux of obtaining a false positive result for a cell suspension sample in association with the bact/alert® I nst (ref (B)(4), lot 0001057750). The customer reported that the sample tested negative for growth by an external laboratory. The bottle was inspected prior to loading in the instrument and there were no anomalies identified. The sensor color prior to loading was grey, indicating that there was no detectable growth at the time the bottle was loaded. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for any patient. This discrepancy was reviewed for vigilance reporting according to 21 cfr 803 concerning medical device reporting. The bact/alert I nst plus (ref. (B)(4) are industry only products. However, the bact/alert sn (ref. (B)(4) is an equivalent product that is intended for clinical (ivd) use. Industry bact/alert® bottles contain the same culture medium formulation and are manufactured in the same lot as clinical bact/alert® culture bottles. An investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a false positive result for a cell suspension sample in association with the bact/alert® I nst (ref (B)(4) lot 0001057750). ---investigation--- complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the customer's issue as a trend for the bact/alert I nst. Data review: the primary investigator requested a review of the bottle graphs from biomath for the bottle associated with this case. Biomath's algotool flagged the bottle positive from the bottle readings extracted from the backup, and the time-to-detection matches the instrument results. The reflectance curve for the bottle is not consistent with the presence of microorganisms based on the review. Additional information provided: local customer service (lcs) provided additional information relevant to possible root causes for the false-positive bottle. According to the customer-provided information, the bottle was confirmed to be negative from subculturing performed by an external laboratory. There were no abnormalities reported for the bottle, and the sensor color was reported as grey before use. The bottle was stated to be stored at room temperature. There was no delayed entry reported for the bottle. The system was stated to be located away from any source of temperature changes, such as vents or air ducts. Finally, the bact/alert® 3d incubators (36°c and 31°c) are stated to be located on separate, independent circuits, and no power faults or other errors were reported in the case details. Retain evaluation: no retains were examined as the complaint is not related to a visual defect. Instructions for use (IFU) review: the instructions for use (IFU) for the I nst bottles were reviewed to determine if the instructions provide adequate guidance for the use of bact/alert® I nst bottles, specifically in the avoidance of false-positive events. Based on the review, adequate preventative measures for avoiding false positive results are stated in the ifus, such as supported inoculation methods, maximum fill volumes, bottle storage temperatures, visual inspection of bottle media and sensors before and after incubation, and confirmation of results using gram staining and sub-culturing techniques in the event of a positive result. Additionally, the bact/alert® 3d user manual provides recommendations for manually reducing the occurrences of false-positive results with bact/alert® culture bottles, such as sample composition, sample volume, loading/unloading bottles, and temperature changes in the laboratory environment. Instrument-related false positives are also described to aid the customer in troubleshooting the causes of cell noises and high initial readings. Refer to the bact/alert® 3d user manual (reference 514820-1en2), appendix c, for specific preventative measures. Root cause: for bottle st14mnls, the root cause may be associated with the sample type. Samples with viable cells, such as the cell suspension described by the customer for this bottle, are associated with an initial decrease in reflectance upon loading, followed by a delay in stabilization of reflectance. The delay in stabilization may cause the bact/alert® algorithm to determine a sample as positive as the values slowly increase to a stable state. The I nst industry culture bottle algorithm is optimized to detect slow-growing or fastidious microorganisms, and may also be sensitive to passive respiration when viable cells are present. Manufacturing record review: a review of the manufacturing records for the lot number associated with this investigation was not required, as trending of complaints for the associated lot number (0001057750) did not establish an adverse trend. Also, the investigation did not find that the bact/alert bottles had any evidence of malfunction as the root cause (for example, plastic bottle or sensor defects). The cstat trending for the false-positives provides evidence that the manufacturing of the bact/alert® I nst, is in a state of control, as no adverse trend was determined based on the review. The details in the case, as well as the analysis of the bottle data from biomath, suggest that the root cause is unlikely to be associated with the manufacturing of the bact/alert® bottles, therefore a review of the production records was not performed. ---conclusion--- the investigation concluded that there is no indication of a product problem for the bact/alert I nst bottle. The root cause may be associated with the sample type since the sample included viable cells. The I nst industry culture bottle algorithm is optimized to detect slow-growing or fastidious microorganisms, and may also be sensitive to passive respiration when viable cells are present.